Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2004: horizon medical center, (B)(6) md, indications for surgery: ¿the patient had a ventral hernia repair approximately a year ago. He [sic] had some straining and coughing postoperatively and developed evidence of recurrent ventral hernia which has been painful and irreducible. Repair of recurrent ventral hernia is planned.¿ implant procedure: repair of incarcerated recurrent ventral hernia with lysis of adhesions and resection of old scarred mesh and placement of dualmesh for repair. Implant: gore® dualmesh® plus biomaterial (01421272/1dlmpc04) 15 x 19 cm. Implant date: (B)(6) 2004 [hospitalization dates unknown] (B)(6) medical center, (B)(6) md, assistant: (B)(6), csa, anesthesia: general, preop diagnosis: incarcerated ventral hernia, postop diagnosis: ¿same.¿ findings: ¿laparoscopic examination revealed the patient to have a previous placement of kegel [sic] type mesh. There was loss of support at the lower margin of the mesh and hernia had redeveloped inferior to the mesh. Extensive adhesions of omentum including small intestine incarcerated in the hernia were present. A fascial defect of the hernia measured approximately 10cm.¿ description of procedure: ¿a 5 mm incision was placed in the left upper quadrant of the abdomen. The veress needle was introduced. Pneumoperitoneum was carried out. Additional trocars were inserted in the left side of the abdomen. The adhesions around the mesh were carefully lysed freeing the mesh from the omentum and adjacent small bowel. Dissection was then continued down to the area where the bowel was incarcerated in the hernia and continued dissection was carried out freeing the small bowel from its area of incarceration in the hernia sac. The mesh was then freed from its sutured attachment to the anterior abdominal wall with a combination of blunt and sharp dissection. These procedures were tedious due to the extensive nature of the adhesions and care involved in trying to avoid any injury to the small bowel. Close inspection of the small bowel following dissected [sic] suggested that the small bowel remained intact and was not injured. At this point, the hernia had been evacuated and the mesh was free in the abdominal cavity. It was too large to remove through the trocar. It was elected to continue repair laparoscopically. A large dualmesh was selected and gore-tex sutures were placed circumferentially around the margin of the dualmesh. A 12mm trocar was inserted in the right upper quadrant of the abdomen and the dualmesh was inserted into the abdominal cavity where it was gradually opened and the sutures that had been replaced around the mesh were drawn through the abdominal wall with suture passer needle. The dualmesh was sutured circumferentially and was found to have closed the anterior defect without significant gaps and appeared to approximate well. At this point, the old piece of mesh was brought up to the 12 mm trocar site. An incision was enlarged at the 12 mm trocar site and the old mesh was removed. This incision was then closed with 0 vicryl in the posterior peritoneum and fascia, 0 vicryl in the anterior fascia, and 3-0 vicryl subcutaneous. Multiple incisions used to place the dualmesh were closed with 4-0 vicryl subcuticular and staples on the skin. The procedure was tolerated satisfactory and patient remained in satisfactory condition at the termination of the procedure, but is expected to have extended ileus due to the extensive lysis of adhesions and will be admitted to the hospital for continued care.¿ addendum (B)(6) 2004: ¿dr. (B)(6) assisted in the operation due to the complexity of the case and was present throughout the procedure. Medical necessity was due to the patient¿s massive obesity of over 300 pounds having had a prior surgical procedure creating extensive intra-abdominal adhesions and involvement of the intestine being adherent not only to the adhesions, but the abdominal wall within the hernia itself and to the foreign mesh material that was present in the cavity. The procedure was complex and required over three hours to perform. This case without the complexity of the recurrent hernia and the presence of the foreign body and mesh in the abdominal cavity would have taken approximately one hour to perform.¿ relevant medical information: none provided explant preoperative complaints: (B)(6) 2004: (B)(6) medical center, (B)(6) md, indications for surgery: ¿the patient has had a ventral hernia that was repaired in (B)(6) 2003 and recurred several months later and laparoscopic repair was carried out in february of this year. Hernia again recurred in june. The patient is massively obese weighing over 300 pounds and has copd and chronic bronchitis and severe cough and has fairly unrestricted activities which has been the major contributing factors as far as causing hernia [sic]. She presented to the hospital because of recurrent nausea and vomiting and evidence on x-ray of bowel obstruction.¿ explant procedure: repair of recurrent ventral hernia, lysis of adhesions for obstruction. Explant date: (B)(6) 2004 [hospitalization dates unknown] (B)(6) 2004: (B)(6) medical center, (B)(6) md, assistant: (B)(6), sa-c, anesthesia: general, preop diagnosis: recurrent ventral hernia, postop diagnosis: ¿same.¿ findings: ¿the patient had a previous dual mesh repair of the umbilical ventral hernia. The mesh had separated at the lower end and had left a fascial defect through which a large amount of small bowel protruded. Small bowel was kinked and angulated and adherent to the wall with the hernia sac.¿ operation: ¿transverse incision was placed in the lower abdomen and carried down to the subcutaneous tissue into the fascia. The hernia sac was dissected free and then opened. The fascia defect was assessed. Extensive lysis of small bowel adhesions, taking approximately an hour was necessary in order to free the bowel to place a mesh across the area of defect. A gortex backed with polypropylene mesh was placed in sutured to the fascia below the hernia defect with interrupted 2-0 prolene sutures and then sutured above with interrupted 2-0 prolene sutures. Redundant sack was used to cover the mesh and blake drain was placed in the wound. The wound was closed with 3-0 vicryl subcutaneous and 4-0 vicryl subcuticular. The operating procedure was tolerated well in the patient remained in satisfactory condition at the termination of the procedure.¿ relevant medical information: none provided a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incarcerated ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, chronic pain, adhesions, damage to small bowel, separated mesh. Additional event specific information was not provided.